Manufacturer narrative:
The returned device was evaluated and the investigation found the exposed portion of the soft cannula to be shortened with the formed needle retracted. Further investigation found the unexposed portion of the soft cannula was torn off completely. During fluid path testing, fluid was unable to flow through the complete fluid path due to the observed damage to the soft cannula. No indication of fluid ingress was observed inside the device. The device data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 474 pulses. No housing or environmental seal damage was found. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. The device was found to function as intended. The automatic glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. Based on the data and no evidence of fluid ingress, the tear on the unexposed portion of the soft cannula was not present during device operation. The timing and cause of the event that resulted in the soft cannula damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod the cannula had not deployed and the pods pink slide did not move forward at initial activation. The patients reported blood glucose level was 200 mg/dl.